Event description:
It was reported that the cervical disc prosthesis was explanted because the patient suffers of persistent cervical pain two years after implant. While explanting the disc, physician found that only the superior endplate was fused with the vertebrae while the inferior endplate was not fused after 2 years. The explanted prosthesis seems to have lost mobility.

Manufacturer narrative:
(B) (4). A review of the device history records for the device was not possible without additional device information. Evaluation of the returned device found no discoloration, deformation or cracking of the external sheath. Damage was noted on the superior titanium endplate wing, as well as the superior retaining wire was pulled away from the device. These observations are attributed to iatrogenic damage during removal. Both superior and inferior endplates exhibited bone ongrowth. Following disassembly, it was noted that the disc contained no saline. Additionally, the interior surfaces of the endplates as well as the inferior and superior surface of the nucleus were dark. The material found on the interior surfaces is currently being analyzed for composition. The nucleus showed no signs of impingement.